Manufacturer narrative:
Root cause: the defective sample was not returned for evaluation. Therefore, the root cause could not be determined. Two potential root causes have been identified: a hookup error or a defective canister filter. Corrective action: a corrective action has not been taken due to the root cause determination. Investigation summary: an internal complaint (call 50654) was received indicating fluid bypassed the filter into the hospital's vacuum system. An unused sample was provided for investigation. This sample passed shutoff testing at a low vacuum level. In accordance with manufacturing specifications, an intermittent shutoff test is conducted once per day with no fluid bypassing the filter. For the reported lot number, 12 samples were subjected to this testing with no failures reported. In (B)(6) 2020, deroyal identified a supplier issue with the filters, specifically holes in the side of the filter. The supplier was notified of this issue. Since this was identified, 100% visual inspection has been performed on the raw material. The lot numbers for the filters used in the reported finished good lot received 100% visual inspection prior to use. In 2020, (B)(4) cases of this item number have been sold. This is the second complaint received, yielding a sales-to-complaint ratio of (B)(4). The investigation is complete at this time. If new or critical information is received, this report will be updated.

Event description:
During use of a suction canister, fluid backflowed into the hospital vacuum system.